Event description:
The advocate stated the customer tested her blood glucose using her contour meter and received a reading of 52mg/dl.she retested using another meter and received a reading of 95mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.advocate was unable to provide product information. Control solution was sent for further troubleshooting. No product is expected to be returned at this time.

Manufacturer narrative:
Initial reporter's phone number and address were not provided.product information was not provided so manufacture date is unknown.